Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an ablation procedure, using a 7fr sheath. Reportedly, after advancement, the foot of the prostyle device did not retracted and the device could not be removed from the patient anatomy. The device was recycled several times, and the device could be removed. Once removed the foot of the device was not closed completely and there was a guide separation, which was held together by the actuator wire. No vessel damage occurred. A cut down was done and the artery was sutured closed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was not confirmed. The foot retraction issue could not be tested/ confirmed due to the condition of the returned device. Difficultly during device removal could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.